Event description:
Event description guidant received information that this physician suspected this right ventricular lead had dislodged or caused a perforation. Attempts to reposition the lead one day post implant were unsuccessful due to difficulties retracting the helix. The physician commented that he is very dissatisfied with the unpredictability of this lead's helix mechanism.